Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include excessive force, excessive biodebris, or improper technique. Based on this investigation, the need for corrective action is not indicated

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast fix 360 t1 and t2 were placed and when the suture was pulled to the lower knot, it did not go down, it stayed up. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h2: additional information in b5 and h6: health effect - impact code.

Event description:
It was reported that during an arthroscopy, the fast fix 360 t1 and t2 were placed and when the suture was pulled to the lower knot, it did not go down, it stayed up. T1 was removed using kelly forceps. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.